Event description:
Customer called on (B)(6) 2014 and reported he purchased an adc blood glucose meter on (B)(6) 2014 but noted the test did not start after a sample was applied to a test strip inserted into it. Customer further reported that due to this he was hospitalized twice. No further information was provided as the customer declined to continue troubleshooting. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once additional information is obtained. Note: the dates of the reported hospitalizations are unknown. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
As product was not returned and the test strip lot reported with this complaint is unknown, a device history record (DHR) review of the meter was requested. The DHR for meter serial number (B)(4) indicated the device was performing within its performance claims and met the manufacturer's quality specifications prior to its release.